Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc samples are run every 12 hours. Prior to the event, qc results were within the lab's established ranges. A field service engineer (fse) found an air leak in the ratio pump. The fse replaced the ratio pump and cleaned the flow cell. The 3a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high results for multiple assays generated by the unicel dxc 600 pro synchron clinical systems for one patient. The erroneous results were reported outside of the lab. Upon repeat the results were higher and the original reports were amended. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.